Event description:
The pt is pursuing a product liability claim. It was reported, that a durasul alpha insert neutral kk/36 was implanted on (B)(6) 2013 on the right side due to dislocation of the previous implanted products. The pt underwent a revision surgery on (B)(6) 2013 due to dislocation.

Manufacturer narrative:
The MFR did not receive devices for review as the pt has not been revised. Where lot numbers were received for the devices. The device history records were reviewed and found to be conforming. Due to the fact that this is a legal claim, our legal dept has been provided with the available facts from the customer. Zimmer (B)(4) legal dept is well trained and passes all info concerning the case to our complaint handling dept. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).